Event description:
It was reported that upon initial interrogation of the implantable cardioverter defibrillator (ICD) during a device preparation prior to an implant procedure, it was found that the ICD was in backup operation. The ICD was not used. There were no patient involvement.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was returned in one piece for analysis. Final analysis of device image found the device entered backup operation due to bad write error while in shipped settings. After the device was restored from bench testing performed, the device was found to be normal. The backup operation could not be reproduced and the cause of the reported event could not be determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.